Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within spec. No unexpected low battery alarms noted. Device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. However, the force sensor resistor was found with moisture damage per visual inspection. Device received with cracked battery tube threads, reservoir tube and reservoir tube window. Device received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed motor error alarms and no delivery alarms. Customer's blood glucose was 79 mg/dl. Device was able to rewind. There was damage on the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.